Manufacturer narrative:
Concomitant products: product ID 8709, lot # l55029, implanted: (B)(6) 1999, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
Information was received from a nurse regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2015, the patient was admitted to the hospital for cellulitis. The patient was having an MRI (magnetic resonance image) of the pelvis. Compatibility guidelines and follow-up to check the pump function after the MRI were requested. It was noted that there was a suspected problem with the device or therapy; further details were not provided. Follow-up was being conducted to obtain drug information, other medications that the patient was taking at the time of the event, medical history, information regarding the cellulitis and results of the MRI.